Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision performed due to a postoperative wound infection.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision performed due to a postoperative wound infection.

Manufacturer narrative:
(B)(4) was identified as a duplicate of (B)(4), which was previously investigated and closed under (B)(4). Therefore, (B)(4) is being closed as a duplicate.